Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2312119. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed. The leakage resulted from damage to the plunger component. Although the exact point of damage cannot be determined, this type of damage may occur within the manufacturing process during handling or within the plunger assembly machine. At this time, further action has not been determined necessary. Based on the device history record review and the incoming and in-process inspections, we believe this is a low change of probability. This is the first report received for this issue on the lot number. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd discardit syringe s2 leaks past the plunger the following information was provided by the initial reporter, translated from french to english: when injecting with this syringe, some of the product contained in the barrel leaks from the wrong side of the plunger and is lost. It is difficult to say how much volume is lost. In this case, injection of a very visible white product (easier to observe the discharge), several milliliters fell next to the syringe on my hand and on the ground. No consequences for this patient. But these syringes are used in anesthesia, so there is a risk of under dosing which can have significant consequences.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.